Event description:
This lead was explanted and replaced due to noise and intermittent oversensing. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Upon receipt, the lead was found dissected at 50 cm proximal to the tip of the lead. Only the distal segment was received for analysis. The inspection revealed abrasion marks along the received segment. The insulation was found damaged at these positions. These insulation damages can be considered as the root cause of the noise mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further inspection revealed intra-operative damages i.e. The rv shock coil was found deformed. The analysis did not reveal any sign of a material or manufacturing problem.